Manufacturer narrative:
During a service call to the site, the memory in the console computer (a component of the (B)(4)) was reseated and the system was fully functional. As a precaution, the console computer was replaced and sent in for evaluation. There were no issues found during the evaluation and the issue could not be recreated. Out of an abundance of caution, superdimension is filling this MDR due to the additional risks associated with multiple exposures to general anesthesia.

Event description:
Site reported they had a blue screen appear on the console computer and the system shut down. Attempts to restart the computer with the reset button did not resolve the issue. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.